Manufacturer narrative:
Continuation of d10: product ID 8578, serial# (B)(6). Implanted: (B)(6) 2019, product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that on (B)(6) 2025, the participant presented to the emergency room for a concern for abnormal protrusion of the baclofen pump without associated infectious symptoms. The participant was evaluated; x-ray baclofen pump series showed no evidence of catheter discontinuity or kinking. Participant was discharged home in good condition the following day. Per clinic note on (B)(6) 2025, CT of abdomen and pelvis done in the emergency room showed a fractured catheter. Scar tissue was noted to be present. Participant did not experience any pain, discomfort, or signs of baclofen withdrawal. On (B)(6) 2025, participant underwent a surgical procedure for device modification. Intraoperatively, it was noted that participant had not been obtaining intrathecal baclofen for a while. Fluid was removed from the pocket, catheter was tied off, and pump was removed. Devices were not replaced due to potentials risks of infection. Swelling and catheter kink issues have been resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 8578 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2019 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving lioresal (baclofen) via an implantable pump. It was reported that the patient had swelling around the pump ocket. A catheter disconnection at pump was noted.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that event required the patient to be hospitalized.

Manufacturer narrative:
Continuation of d10: product ID 8578, serial# (B)(6), implanted: (B)(6) 2019, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.